Manufacturer narrative:
A ts representative discussed that due to the device being programmed for biventricular triggered pacing, the device will still pace at the lower rate limit if nothing is sensed. At this time, it is unknown what the root cause for the field observations and attempts are being made to obtain more information. At this time, this ra lead and device remain implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
A revision has been scheduled for a later date.

Manufacturer narrative:
--

Event description:
Boston scientific crm received information that this right atrial (ra) had dislodged into the ventricle. When the ra lead paces, the pacing occurs in the right ventricle. When there is pacing in the right ventricle by the right ventricular (rv) lead, there is no capture noted even at high outputs. No adverse patient effects were reports as there is ventricular pacing occurring. It is also suspected that the ra and rv leads may be reversed in the associated device's header. Boston scientific technical services was contacted for evaluation.